Event description:
Unable to remove tampon, tampon removed by doctor/tampon stuck in me [foreign body in reproductive tract]. Migraine [migraine]. When pulling out tampon after 4 hours, the string snapped/had to get tampon removed by doctor [complication of device removal]. Tampon string snapped [device breakage]. Consumer contacted via e-mail and stated that when she was pulling out her tampon after 4 hours, the string snapped. No serious injury was reported. Follow-up: consumer submitted medical documentation confirming removal of foreign body by doctor in urgent care. No serious injury was reported. 17-mar-2021 investigation results: no cause determined- insufficient information to investigate further.

Event description:
Unable to remove tampon, tampon removed by doctor / tampon stuck in me [foreign body in reproductive tract]. Migraine [migraine]. When pulling out tampon after 4 hours, the string snapped / had to get tampon removed by doctor [complication of device removal]. Tampon string snapped [device breakage]. Case description: consumer contacted via e-mail and stated that when she was pulling out her tampon after 4 hours, the string snapped. No serious injury was reported. Follow-up: consumer submitted medical documentation confirming removal of foreign body by doctor in urgent care. No serious injury was reported. 17-mar-2021 investigation results: no cause determined- insufficient information to investigate further.